Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation concerning low voltage events. The patient was having low voltage and power cable disconnects with a known tear in their driveline. The alarms were occurring while on batteries and while connected to the mobile power unit (mpu). Of note, the patients mpu was exchanged a few weeks ago due to similar alarms. X-rays were performed to check driveline integrity. The log file submitted recorded many low battery advisory events associated with atypical fluctuations in the recorded relative state of charge (rsoc) signal values of the black power cable lead while connected to battery power. This was a signal from the battery which was monitored by the system controller. There were also black power cable fault events associated with atypical fluctuations in the recorded relative state of charge (rsoc) signal values of the black power cable lead while connected to mpu power. Technical services noted that these events were indicative of an issue with the black power cable lead of the system controller. A controller exchange was recommended. The recorded data indicates that there were currently no issues with the driveline. It was noted that the x-ray images submitted were unremarkable, and there were currently no areas of concern. It was additionally communicated on 08feb2024 that a controller exchange was performed, and the alarms resolved. The patient was in stable condition at home. Related manufacturer reference number: 2916596-2024-00809 (pump).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected alarms was confirmed via log file analysis. Analysis of the submitted log file captured intermittent low voltage advisory/power cable disconnect alarm events while connected to the mobile power unit and on 14v batteries/clips. The alarm events appear to be related to transient battery fuel gauge voltage values and would activate when the values reached their respective limit threshold. The intermittent alarm events appear to be consistently associated with the black power cable. Additional information communicated that there were reported ¿short beeping alarms¿ occurred while connected to the mobile power unit. The alarm issue resolved for a brief period when the unit was exchanged. The alarm recurred and led to the reported the system controller exchange to resolve the alarm issue. The information indicated the system controller (serial # (B)(6)) will not be returned for an evaluation. A root cause of the unexpected low voltage advisory/power cable disconnect alarm events captured in the log file could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 8 of heartmate ii lvas IFU rev. C and section 6 of heartmate ii patient handbook rev. B, outlines how to care for the heartmate 14 volt lithium-ion batteries and battery clips heartmate batteries. ¿clean the metal battery contacts and the interior contacts of battery clips monthly using a cotton swab or lint-free cloth that has been moistened (not dripping) with rubbing alcohol. Allow the alcohol to dry before using newly cleaned batteries or clips. Do not clean batteries while the batteries are in use.¿ heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.